Manufacturer narrative:
The customer's biomedical engineer evaluated the iabp, and reported that the iabp was found to have trace amounts of moisture in the line. The biomedical engineer believed that the excess moisture caused the alarm to generate. Complete functional, and safety testing was completed, as well as, calibrations and solenoid driver board checks were done to factory specifications. The iabp was then returned to clinical service.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) alarmed "blood detected" and went on stand by. The patient was also on ECMO. Therapy, was then terminated. The iabp and intra-aortic balloon (iab) were isolated in the nurse's office. Additional information was received on (B)(6) 2017 stating that on (B)(6) 2017, the patient underwent an aortic valve replacement & maze procedure. The or course was complicated, leading to placement of the sensation 40cc balloon catheter. The patient was transferred from that hospital to (B)(6) hospital on the iabp plus ECMO on (B)(6) 2017. On (B)(6) 2017 about 9:00am, the iabp console alarmed "blood detected" and stopped pumping. The iab catheter was removed from patient. The attending intensivist physician and bedside nurse could not see any blood inside balloon membrane nor inside the helium tubing. The customer is not attributing this patient death to the iabp/ iab. The iab catheter complaint was reported under medwatch #2248146-2017-00643.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) alarmed "blood detected" and went on stand by. The patient was also on ECMO. Therapy, was then terminated. The iabp and intra-aortic balloon (iab) were isolated in the nurse's office. Additional information was received on 11/08/2017 stating that on (B)(6) 2017, the patient underwent an aortic valve replacement & maze procedure. The or course was complicated, leading to placement of the sensation 40cc balloon catheter. The patient was transferred from that hospital to (B)(6) on the iabp plus ECMO on (B)(6) 2017. On (B)(6) 2017 about 9:00am, the iabp console alarmed "blood detected" and stopped pumping. The iab catheter was removed from patient. The attending intensivist physician and bedside nurse could not see any blood inside balloon membrane nor inside the helium tubing. The customer is not attributing this patient death to the iabp/ iab. The iab catheter complaint was reported under medwatch #2248146-2017-00643.